Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. Error was found in the device ehl (event history log) multiple times. The customer stated problem was duplicated. Running three accuracy tests, the pump was found to under deliver to the manufacturing specifications. Replaced expulsor assembly. The cause of the reported problem could not be determined. A DHR (device history review) was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device.

Event description:
It was reported that the device under delivered the requirement for volume test.

Manufacturer narrative:
The model number was incorrectly documented in the initial report. (Updated d4) additional event information was received. No patient involvement. (Updated b5).

Event description:
Additional information received via email on 03-may-2022: "the events did not occur while in use with the patient." No patient involvement.

Manufacturer narrative:
The model number was incorrectly documented in the initial report. (Updated d4).additional event information was received. No patient involvement. (Updated b5).

Event description:
Additional information received via email on 03-may-2022: "the events did not occur while in use with the patient." No patient involvement.